Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 324.213, lot: l876423, manufacturing site: bettlach, release to warehouse date: may 14, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description, as it's visible that a bit of the tip section is broken off, the broken off part is not visible and the remaining drill bit section is twisted as reported, based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6), 2020, that the drill grooves on the 4.3mm drill bit were warped. Another drill bit was used to complete the procedure. The procedure was completed successfully. This report involves one (1) 4.3mm percutaneous drill bit qc/300mm/calibrated. This is report 1 of 1 for (B)(4).